Event description:
The customer reported a system error protection fault displayed. They were able to reboot the system to clear the error message.

Manufacturer narrative:
The ge service rep was unable to pull the event log, the system locked up. He ordered a cpu and power supply. The rep installed a half cpu, node, controller, and 3 slot backplane. He reloaded the calibration files and tested 15x with no failures. He removed/replaced parts in accordance with all applicable esd regulations and procedures. The system performed as intended.